Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report has been returned; however, the product analysis has not been initiated at this time. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number of the device and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged lap-band port leak. The leak was confirmed with leakage of fluid noted after injection of methylene blue. On "(B)(6) 2011 a 3 cc discrepancy was found." The port was removed.